Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the device found that the stent of this device was not returned. The balloon was returned deflated and containing solidified contrast media. Mandrel resistance was encountered due to the presence of solidified contrast media within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The tip of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received (B)(6) 2011. It was reported that during a coronary artery stenting treatment procedure crossing difficulty occurred. The patient presented for the procedure with chest pain. A 95% stenosed lesion of the severly calcified, mildly tortuous pda (posterior descending artery) was identified. A 2.0x20mm semicompliant balloon was used to predilate the lesion and a 2.5x28mm promus element stent was advanced but could not cross the lesion. A 2.5x16mm promus element was also attempted but failed to cross the lesion. The procedure was completed with balloon angioplasty. There were no reported patient complications and the patient condition was stable. However, the returned product showed the 2.5x28mm promus element stent had dislodged. This product is only ous approved but it is similar to an approved us device.